Manufacturer narrative:
G4:22mar2021. B4:24mar2021. The field service engineer (fse) evaluated the device and confirmed the reported problem. The fse replaced the motor controller and gas delivery system. The ventilator passed all testing and operated within the manufacturing specifications. The mc board was returned for evaluation. Tests results concluded that the customer complaint cannot be verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:13mar2021. B4:18mar2021. Failure analysis on the returned motor controller (mc) board shows that the mc board was tested, and no failures were identified. The customer complaint cannot be verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The gas delivery system [gds] from the device was returned and evaluated. The customer complaint was verified. Root cause is failure of airflow sensor, caused by u1 drifting out of calibration.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The customer reported low leak co2 rebreathing risk. There was no patient involvement.